Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(6) shut down by itself was confirmed during the archive data review but not during the functional testing. No device malfunction was noted during the testing that could have contributed to the reported complaint. The probable root cause of the device shutting off could not be conclusively determined. During the visual inspection of the platform, the load plate cover was observed with a cut. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The load plate cover needs to be replaced to address the issue. During further visual inspection, a cracked front enclosure was observed. This physical damage was unrelated to the reported complaint and appeared to be a characteristic of user mishandling. The front enclosure needs to be replaced to address the issue. Archive data review showed 3 occurrences of low battery warnings on the reported event date. Thus confirming the reported complaint. The batteries used during the shutdown incident were not returned for evaluation. Based on the archive review, when the shutdown incident occurred, the take-up target and the encoder take-up end values indicate the patient chest circumference is large in size and very stiff to compress. These factors might have contributed to a power surge (electrical overload) drawing out too much power and might cause the sudden shut off of the device. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint was not reproduced during the functional testing. However, the power distribution board (pdb) needs to be replaced as a preventive precautionary measure as the pdb may have had some intermittent defects that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial (B)(6).

Event description:
During patient use, the autopulse platform (B)(6) power off by itself. Per the reporter, the battery was replaced but the issue persisted. The platform did not display any user advisories as the display was blank. The customer reverted to manual CPR. No consequences or impact to the patient.